Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv insulation damage to be the cause of the event. A lead revision procedure is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition.